Manufacturer narrative:
Philips service replaced the pd. Assy. Frontpanel boxed and pcm and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot; the power switch was verified, and the pd assembly was replaced on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.